Event description:
The patient was undergoing an abdominal aortic aneurysm repair. During this procedure, a catheter used had a malfunction. Specifically, the surgical team used the angiodynamics accu-vu omni flush. This catheter has a "marker" on the tip. This "marker" became detached from the catheter while inserted in the patient. The surgical team was able to locate it in the aneurysm sac. Due to the risk for bleeding given the marker's location, the surgeon decided the risk associated with attempting to retrieve it would have been too great and the marker was left inside the patient.